Manufacturer narrative:
The fse ¿. Tested cs300 in operational mode could not duplicate failure. Examined fault logs observed numerous ¿leak in iab circuit ¿. Performed all leak tests, passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is giving incorrect readings. There was no patient harm reported.